Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a setscrew mark on the is-1 terminal pin. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observation of an out of range shock impedance measurement. Detailed analysis did not reveal any abnormalities and found that this lead was electrically continuous.

Event description:
Boston scientific crm received information that this right ventricular defibrillation lead presented with shock impedance measurements above 125 ohms. No adverse patient effects were reported. Our internal technical service department was contacted for technical advice. A technical services representative discussed that the programmed shock vector should be tested to verify that it is programmed for a single coil lead. Testing was performed and it was verified that the device was programmed correctly. It was then recommended that the patient be sent to the hospital for additional investigation of the lead. At a later date, a revision was performed and this lead was successfully explanted and returned for laboratory analysis.